Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opened while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Additionally, the imaging provided by the account was further reviewed by an abbott senior staff clinical engineer. The reviewer noted that " one (1) fluoroscopic video and two (2) echocardiographic videos were provided. In the fluoro video, two fully deployed clips can be visualized indicating the video was taken post deployment of the second clip. The bottom clip arm angle appears to be ~10° while the top clip arm angle appears to be ~20° - 30°. While these are estimations based on visual assessment with the naked eye and are not confirmed, it is apparent that the top clip in the video has a larger arm angle compared to the bottom clip. To this end, it is assumed that the top clip is the second implanted clip reported for cowl post deployment. Both echo videos were reviewed and provide an intercommissural view with x-plane simulating an lvot view; all four views captured in the two videos have color doppler. In the first video, titled "tee before depl.", part of the delivery system can be visualized in the left atrium above the clip indicating the video was taken predeployment, as the video title suggests. The second video, titled "tee after depl.", shows two fully deployed clips in the intercommissural view (left). Due to the quality of the echo videos (low resolution, blurry, obstruction from color doppler) it is not possible to visualize the clips beyond a general shape in the video; the clip arms cannot be discerned or assessed. No pre-deployment fluoro cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the videos."

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. The first mitraclip used was implanted without issues. A second xtw was positioned on the leaflets. No issues were observed during establishment of final arm angle. After deployment of the clip, it reopened from 5 degrees to approximately 10 degrees, causing the mr to raise from 1 to 1-2. The physician was satisfied with the final result and no further treatment was performed. The procedure ended with mr grade 1-2. There were no adverse patient effects and no clinically significant delay.